Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's relatives contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's relative called the paramedics because the patient passed out due to low blood sugar while at a funeral. At the time of the event, the patient's cgm was reading 50mg/dl compared to their blood glucose meter which read 28mg/dl. The paramedics attempted to administer a glucagon shot but it accidentally went off and injected the paramedic's hand. The glucagon was not used on the patient. The patient then regained consciousness and asked for juice to bring his blood sugar up. Patient was eventually rushed to the hospital and given an IV bag on the way there. The patient arrived at the hospital, waited for about 3 hours and then their blood sugar was finally tested. A fingerstick read 120mg/dl and the cgm was reading 300mg/dl. The patient did not want to stay in the hospital and signed himself out against the hospital's request. At the time of contact, the patient was doing well and recovering. No additional event or patient information was provided.